Event description:
Report received of a non-delivery of tpn with no pump alarm. The pump was programmed to deliver tpn at an unspecified rate. It was reported that 24 hours after the tpn was initiated, it was noted that the tpn container was sitll full. The pump was incrementing as though fluid were being delivered. There was no pump alarm. There was no reported adverse effect to the patient. The patient's IV access remained patent. The tpn was continued on a different device.